Event description:
The affiliate reported that the label attached in the sleeve rubbed off during use. There is a possibility that part of the label would drop and be left in the patient¿s body. No patient injury has been reported.

Manufacturer narrative:
Upon completion of the investigation it was noted that a visual examination revealed that a section of the label paper is torn away, leaving frayed paper and exposed evidence of the label¿s adhesive backing. The remaining section of the label was found to be securely affixed to the molded sleeve. The exact root cause for the partial label removal could not be determined. The drill was evaluated by the vendor and the device was found to have worked in accordance of the manufacturers specifications. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of the investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
This report is being filed from malfunction to serious injury.

Event description:
The label attached in the sleeve rubbed off during use. There is a possibility that the part of the label would drop and be left in the patient's body. On 6/6 additional information from the affiliate explained that there was a possibility that the part of the label would be left in the patient's body. However no patient injury has been reported so far. This report is being filed from malfunction to serious